Manufacturer narrative:
The hem1 unit was not returned for evaluation. The diagnostic log data was analyzed by edwards engineers. The rvef, cardiac output and heart rate parameters were reviewed. The co and hr readings were within normal ranges. The rvef did appear to be at the low end. The data was analyzed to confirm whether the algorithm on the monitor behaved as expected. From the analysis it was determined that the algorithm did behave as intended. The calculation of the rvef parameter, based on the measurements taken from the swan-ganz catheter, is functioning as we would expect. There is no evidence to indicate that the rvef value is correct or incorrect, only that the monitor, based on the logs, is behaving as intended. There is also no evidence that the catheter or the monitor is physically behaving correctly or incorrectly, based on the logs they appear to be working as expected. No further action will be taken.

Manufacturer narrative:
The hem1 instrument will not be returned for evaluation. This was determined to be a software/algorithm issue at the facility by an edwards lifesciences r&d engineer. The diagnostic log review is pending and when the findings are available a supplemental report will be submitted. The other event involved with this hem1 was reported under 2015691-2020-13949.

Manufacturer narrative:
The hem1 instrument will not be returned for evaluation. This was determined to be a software/algorithm issue at the facility by an edwards lifesciences r&d engineer. The diagnostic logs are being reviewed and when the findings are available a supplemental report will be submitted. The device history record review was completed and all manufacturing inspections passed with no non-conformances. The UDI information is; (B)(4).

Event description:
It was reported that the hem1 instrument was being used for patient monitoring when the clinician noted that the right ventricular ejection fraction display was lower than expected for the patient's condition. An edwards lifesciences engineer was present when this event occurred. The anesthesiologist stated that this issue had occurred previously with this hem1 instrument with a different patient. There are no further details available. There was no patient injury reported. There was no inappropriate patient treatment reported. This issue is determined to be a system, software and algorithm issue. Another MDR report will be sent for the other event. The submission number will be provided in a supplemental report.